Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis determined that the battery appeared to be depleting normally and that there were no anomalies with the battery voltage. The estimated remaining battery percentage was as expected regarding the time the device had been implanted for and the number of shocks delivered, which were 21 since implant. Approximately fifteen months later, a new premature battery depletion (pbd) concern was raised by the following facility and the device was explanted and replaced. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the pbd observation. No additional adverse patient effects were reported. The patient kept the device, so it is not available for return and analysis.